Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) high blood sugar [blood glucose increased] there is liquid trapped in needle auto cover after injection [needle issue] case description: this serious spontaneous case from the united states was reported by a consumer as "high blood sugar(blood sugar increased)" beginning on (B)(6) 2023, "there is liquid trapped in needle auto cover after injection(needle issue)" with an unspecified onset date, and concerned a 66 years old male patient who was treated with novofine 8mm (30g) autocover (needle) from unknown start date for "device therapy", novolog flexpen (insulin aspart) from unknown start date for "product used for unknown indication", medical history was not provided. On an unspecified date in (B)(6) 2023, the medication (novolog) was trapped in autocover of the novofine 8mm (30g) needle after injection. As a result, the patient had experienced high blood sugar (test name: blood glucose - value and unit unspecified) leading to hospitalization. Patient thought that the needle could be the cause of high blood sugar. Batch numbers: novofine 8mm (30g) autocover: requested. Novolog flexpen: pzf8r20 action taken to novofine 8mm (30g) autocover was not reported. Action taken to novolog flexpen was not reported. On (B)(6) 2023 the outcome for the event "high blood sugar(blood sugar increased)" was recovered. The outcome for the event "there is liquid trapped in needle auto cover after injection(needle issue)" was not reported. In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples.

Event description:
Case description: investigation result: suspect product: novofine 8mm (30g)autocover batch number: unknown no investigation was possible because neither sample nor batch number was available. Suspect product: novolog flexpen batch number: pzf8r20 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission below information update: investigations results of novolog flexpen and novofine 8mm (30g)autocover were added imdrf codes were added of novofine 8mm (30g)autocover m/w info tab updated of 'novofine 8mm (30g)autocover' non-reportable field of novofine 8mm (30g)autocover updated malfunction was updated to "no" in the device tab of suspect product of novofine 8mm (30g)autocover narrative updated. Final manufacturer's comment: 20-may-2024: the suspected device novolog flexpen and novofine autocover needle has not been returned to novo nordisk for evaluation. Batch number of novofine autocover needle is unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With novolog flexpen, no abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novolog flexpen and novofine autocover needle. Elderly age of the patient and underlying medical condition of diabetes mellitus are significant confounding factors for high blood sugar levels. H3 continued: evaluation summary investigation result: suspect product:novofine 8mm (30g)autocover batch number:unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Case description: this serious spontaneous case from the united states was reported by a consumer as "high blood sugar (blood sugar increased)" beginning on (B)(6) 2023, "there is liquid trapped in needle auto cover after injection(needle issue)" with an unspecified onset date, and concerned a 66 years old male patient who was treated with novofine 8mm (30g)autocover (needle) from unknown start date for "device therapy", novolog flexpen (insulin aspart) from unknown start date for "diabetes mellitus". Current condition: diabetes mellitus (type and duration not reported), disability, reading problem. Concomitant products included - basaglar (insulin glargine). The patient received IV treatment in hospital, but did know what kind. Since last submission below information update: medical history diabetes, disability and reading problem. Concomitant drug basaglar. Treatment information for high blood sugar. Narrative updated accordingly.